Manufacturer narrative:
One impl tapered sp 3.7mm 14m m octagon (spb14) was returned for investigation. Visual inspection of the as returned product identified the device was returned with its inner vial, all components (implant, mount, screw) and no other packaging. The outer vial sterile barrier was broken. The implant was separated from the mount and inner vial with no signs of use on the product. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. The conditions of the product when they first reached the customer are unknown. Pre-existing patient factors and tooth location are not relevant to the reported event. The device was reported during initial use. The customer did not provide any pictures or evidence. DHR review was completed for the subject lot number (2018051067). It was confirmed that all operations and inspections were executed as per applicable procedure. Lot was inspected and passed all acceptance criteria by qa. In the DHR, ta-00166 rev 1 identified that one implant was noted in the post sterilization inspection to be disengaged from its mount. As a response, the entire lot was re-inspected for potential ncs and 28 total devices were found disengaged (nc 6288449-1). This nonconformane triggered ie-05475 to investigate the disengaged mount issue, which could have caused or contributed to the reported event. Ie-05475 resulted in the opening of ca-04683 which is further investigating the reported event at the valencia manufacturing site. Complaint history review was performed for the reported lot number (2018051067) for similar event and no other complaints were identified. September post market trending was reviewed and a negative trend was identified for the reported event (disengaged mount). Ca-04683 for the reported event, device and manufacturing site is further investigating disengaged mounts. Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable, as the conditions of the product when it was received by the customer are unknown.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Additional PMA/510(k) number: k011245, k002188.

Event description:
It was reported that during implant placement the implant (spb14) fell down due to mount was not property engaged to the implant. Doctor completed the procedure placing another implant.